Manufacturer narrative:
This report is being filed as a voluntary distributor report. The manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, sb1079, endo pocket spec bag 7x9 5/cs, was being during a robot left nephroureterectomy with bladder cuff excision procedure on (B)(6) 2023 when it was reported, ¿specimen bag broke. It was not closing properly, string broke and bag ripped.¿. There was no report of medical intervention or hospitalization for the user. The procedure was completed without the use of an alternate device. Further assessment questions were sent to the reporter; however, the reporter has not responded. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence and will be reported as a voluntary distributor report.